Event description:
The customer reported the cvsm unit was physically damaged and sparking. There was no adverse event reported. This incident was captured under complaint ref # (B)(4).

Manufacturer narrative:
The connex vsm 6000 series of monitors is intended to be used by clinicians and medically qualified personnel for monitoring of neonatal, pediatric, and adult patients for noninvasive blood pressure (nibp), pulse rate (pr), noninvasive functional oxygen saturation of arteriolar hemoglobin (spo2), body temperature in normal and axillary modes. The most likely locations for patients to be monitored are general medical and surgical floors, general hospital, and alternate care environments. Monitoring can be accomplished on the vsm 6000 series bedside monitor itself, and the vsm 6000 series bedside monitor also can transmit data continuously for secondary remote viewing and alarming (e.g., at a central station). Secondary remote viewing and alarming features are intended to supplement and not replace any patient bedside monitoring procedures. The device was returned for inspection where it was determined that the power supply was dead and the device casing was cracked. The power supply and housing was replaced to resolve the issue. Although the reported event did not result in a serious injury, the reported incident could contribute to a serious injury if it were to recur, therefore, baxter considers this event reportable.